Event description:
It was reported during an atrial fibrillation ablation procedure, the physician was using the en site velocity system and a reflexion spiral catheter to create geometry. The catheter was inserted into a sl0 introducer (reorder and lot number unknown) and the physician heard a "clack" noise and noted the catheter could no longer be deflected. The catheter remained in a curved shape and could not be straightened, making it difficult to remove it through the introducer. After 3-4 minutes, the physician was able to remove the catheter from the introducer by torquing it. The catheter was exchanged for another and the procedure continued with no consequences to the patient. The sl0 introducer was not replaced. Visual inspection of the catheter after removal from the patient confirmed the catheter had a curved shape.

Manufacturer narrative:
One 7f reflexion spiral catheter was received for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. Visual inspection revealed a significant bend in the gray shaft of the catheter. Additional investigation revealed one of the control arms had disengaged from the gear preventing deflection. A bend was discovered in the control arm which was consistent with force, causing the arm to bend and disengage from the gear. How or when the bend occurred could not be conclusively determined.